Manufacturer narrative:
Manufacturer's investigation conclusion: low speed events were confirmed in the evaluation of the submitted controller event log file; however, a specific cause for the events cannot be determined through this evaluation. The event log file contained approximately 10 days of data, spanning from (B)(6) 2020 10:20:35 through (B)(6) 2020 12:17:44. On (B)(6) 2020, two consecutive low speed hazards were captured, starting at 10:26:25, where the pump speed dropped below the low speed limit 9000 rpm. Pump speed dropped to as low as 2040 rpms. Per design, when the actual speed value is calculated at less than the low speed limit, a low speed status is posted to the log file. Prior to and after the low speed hazard alarms, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for the low speed hazard alarms could not be conclusively determined through this evaluation. Multiple request for additional information were sent; however, no information was provided. The patient remains ongoing on heartmate ii lvas, serial number vad-63041. No product is available for investigation. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had low speed advisories with their new pump. A review of the log file noted speed drops below the low speed level on (B)(6) 2020 at 10:26, occurring while the power was elevated. Technical support noted that this could indicate that something passed through the pump.